Event description:
During a minimally invasive abdominal laparoscopic procedure, the surgeon noticed that the left idt was not functioning properly. A small piece of the link arm connector fell into the surgical bed. The surgeon was able to locate and retrieve the piece from the pt. No injury or impact to pt care was reported. The device was not returned to transenterix, inc. For eval.